Event description:
The facility reports: the resident was being transferred from the bed to the wheelchair. Two aides were performing the transfer. The resident was raised from the bed and the lift was being moved across the floor. While moving the lift across the room, one aide was pushing the lift and the second was touching the resident's feet. While moving the lift, the resident fell out of the lift, landing on her head. The sling was still attached to the lift after the resident fell out. The sling was attached inside-out; all four loops were in the "fingers" of the hanger bar. The resident sustained a head laceration which required staples/stitches to close.